Event description:
It was reported that the patient experienced shocking in her abdomen. The patient¿s healthcare provider (hcp) claimed that the atmosphere caused the problem. However, the shocking occurred when something pressed against the stimulator or when lying on the patient¿s side. It was also stated that the patient could not get a good night¿s sleep due the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).